Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found the issue to be due to a faulty o2 blender. The blender was replaced and the user verification test was run and the unit was placed back in service. In the event the blender is sent in for further evaluation a follow-up report will be submitted.

Event description:
The customer stated that this unit is having fio2 inaccuracies. There was no patient involvement at the time of the incident.